Event description:
A surgical coordinator reported that during an intraocular lens (iol) implant procedure, the lens was inserted an removed from the patient's eye. A backup lens was implanted to complete the procedure. An unplanned vitrectomy was required during the procedure. The reason for the event is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).